Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting institution phone: (B)(6). Reporter phone number: (B)(6)

Event description:
The customer reported that the unit has pressure sensor failure. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) the issue was discovered during testing and the data acquisition (da) board will be replaced.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on back order. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered data acquisition board aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.